Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd 8.5 in pressure rated set w/bonded the tubes were clogged. There was no report of patient impact. The following information was provided by the initial reporter: isd - mp5301-c - will not allow to flush. Stops at blue cap. Have pulled all product with effected lot#. 13 cases.

Event description:
It was reported while using bd 8.5 in pressure rated set w/bonded the tubes were clogged. There was no report of patient impact. The following information was provided by the initial reporter: isd - mp5301-c - will not allow to flush. Stops at blue cap. Have pulled all product with effected lot #. 13 cases.

Manufacturer narrative:
Investigation summary: no photo or sample was received for the customer's complaint of flow issues. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model mp5301-c lot number 22069306 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15jun2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.